Event description:
It was reported that the patient's right ventricular (RV) and right atrial (RA) leads were explanted and replaced on 08 Jul 2026 for an unspecified reason. No patient condition was reported.

Manufacturer narrative:
Further information was requested but not received.